Event description:
It was reported that a battery charging issue occurred. There was no reported adverse impact to the customer. Customer declined further assistance from technical support, and no additional information was received regarding the outcome of the event.